Event description:
It has been reported to the co that upon opening the package of this device the (white) tip broke off. There was no pt involvement. The device is being returned for co's evaluation.